Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of fluid leak (a050401) for the period of oct 2020 through sep 2022 related to date opened indicates that one point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the anterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Red particles observed inside device . No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.